Event description:
PICC nurse inserted the line to 38cm into the right basilic vein. Good blood return from both ports was observed, and both ports flushed easily. Position confirmed via x-ray. Patient developed thrombus two days later.